Event description:
It was reported that as lvp 20d 3ss 0.2m cv leaked. The following information was provided by the initial reporter: material #: 2432-0007 batch #: 18096252.. It was reported to have leakage at the filter.

Manufacturer narrative:
It was reported that there is leakage at the filter. Received one used filter extension set model 2432-0007 lot 19096252. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed during initial visual inspection. Functional testing was performed by attaching the set to a lab IV bag filled with blue dye water allowing to prime via gravity. The set leaked from the filter¿s (p/n (B)(6)) bottom air vent. Further inspection of the filter¿s air vent found that the air vent¿s membrane was missing the small circle membrane. Bd manufacturing was notified of the component failure and a quality systems supplier notification memo was issued to the filter supplier (pall). Previous investigations from supplier pall confirmed for failure mode missing filter air vent membrane had most likely occurred during the vent welding process. Bd r&d is aware of filter component failure and is currently investigating the issue. R&d actions are underway captured under project pe00483. Equipment used for testing performed on (B)(6)2020: optical ram-cnc, eq08204, calibration due date: (B)(6)2021. A device history record for model 2432-0007 with lot number 19096252 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on (B)(6)2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of the leak was due to a supplier manufacturing error. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 3ss 0.2m cv leaked. The following information was provided by the initial reporter: material #: 2432-0007, batch #: 18096252. It was reported to have leakage at the filter.